Event description:
Pt was evaluated by physician on 4/7/00. At the time, the physician discovered a possible problem with the ventricular lead of the pt's pacemaker. On 5/3, the pt was seen by the cardio-thoracic surgeon for eval of possible pacer replacement. There was a significant increase in the impedance of the ventricular lead. On 5/8/00, a medtronic employee evaluated the pacemaker. The impedance was further increased (up to approx. 3,500 ohms). Surgery to replace the malfunctioning ventricular lead was indicated. Surgical lead replacement was accomplished without complication. The pt was discharged to home on 5/16 with a functioning pacemaker in place. At no time, was the pt symptomatic. Heart rate was 68-70; 02 sat 97% (pre-op) on room air. Post-op heart rate 64; 02 sat 97% on room air. All vital signs were good. Procedure was done under local anesthesia.